Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 12 synergy drug-eluting stent was advanced for treatment. However, it was noted that the middle part of the stent struts got damaged. The procedure was completed with a 3.5x15 non-bsc stent. No patient complications nor injuries reported.